Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer was reported via phone call that, the customer had high blood glucose of 400 mg/dl. Customer also reported that, insulin pump was not communicating with the meter. Customer declined troubleshooting for the high blood glucose and has not had any insulin for a few days. The insulin pump will not be returned for analysis.